Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient had a PICC catheter placed on (B)(6) and when the nurse gave maintenance on (B)(6) seconds after flushing the catheter, fluid was found to be oozing from the puncture site, and a small amount of the catheter was immediately pulled out, while flushing the catheter and pulling it out, a partial break was found at 4 cm from the puncture point when it was pulled out, and the length of the break was three-quarters of the circumference of the catheter, which was trimmed and then routinely maintained, and was pulled out on february 5 after completing chemotherapy.